Event description:
On (B)(6) 2024, customer reported that clmp101 medichoice umbilical cord clamp slid off an infant's umbilical cord after birth, causing the infant to lose 5-7 ml of blood from the umbilical cord. Medical intervention was required and a new umbilical clamp was applied. Upon assessment, newborn appeared well. Hemoglobin & hematocrit treatment was recommended.

Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints. An investigation was conducted by asp global and the manufacturer. Due to limited information and lack of product samples, a root cause could not be identified. No serious injury was reported, and there was insufficient information to determine whether a malfunction occurred.